Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient faced infusion set came off from the skin on (B)(6) 2026 no further information is available.